Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedance issue is unknown. It was indicated that the rep was not able to program around the impedance issue to provide therapy for the patient. It was indicated that the patient was getting an appointment with a pain doctor in the area and they would discuss their options with their doctor. The rep indicated that a revision or pain pump down the line were possibilities. No further complications were reported/anticipated.

Event description:
It was reported that the indigent patient in question has had three different lead fractures. Caller has no info, caller is calling on behalf of his rep. Caller believes the issues were reported but cannot say for certain. No further complications were reported. (B)(6), additional information was received from the rep. Rep provided patient's dob and confirmed that it is the same issue of oor and impedance issues. There is no lead breakage/fractures and it was confirmed via x-rays. Rep stated that this patient is not in his territory, therefore, he has no further knowledge of the event other than what has already been provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient called the rep and reported having a lack of stimulation and seeing the error message ¿settings not available¿. The rep was unable to troubleshoot over the phone, but arrangements were being made to have a clinical specialist from the neighboring district meet with the patient. It was unknown what troubleshooting/actions/interventions would be taken. Additional information received from a manufacturer representative (rep). It was reported that the patient got an out of regulation (oor) message on their controller the friday prior to the report. The patient didn't have any falls or changes that seemed related to potential physical damage of components. Impedances were taken and the following values were provided: ref 1 - 2 3 4 6 7 40000 ohms, 11 12 40000 ohms, 8 920 ohms, 9 930 ohms, 10 1010 ohms, 13 1020 ohms, 14 1150 ohms. Ref 8 - 3 4 6 7 9 10 12 15 40000 ohms, 11 1160 ohms, 13 850 ohms, 14 850 ohms. Impedance values were high on all electrodes on the 0-7 lead and 2 electrodes were high on the 8-15 lead. The oor was seen at around 1am when attempting to activate a program using electrodes 8, 9, 10, or 13, 14, and 15. A bipole was created on electrodes 8 and 9 and intensity was increased to 7 ma. The patient reported feeling stim in one leg if he leaned back, but the stim was not in the appropriate location. The rep was going to continue programming and follow up with the hcp if they were unable to achieve effective therapy. No further complications were reported.